Manufacturer narrative:
Evaluation summary: customer returned (54) sealed 5mm x 31g pen needles from lot # 1062511. Thirty out of 54 returned samples were examined and no bent, broken, or detached pt end or non pt end of the cannula was observed. Since the sample involved in the incident was not returned by the customer, complaint cannot be confirmed as a defect. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.

Event description:
Consumer had a needle break off. He went to emergency room and had an x-ray.